Manufacturer narrative:
Based on the claim against the product by the customer noting a clip applier issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) recommended to return the instrument to be run through failure analysis to determine the root cause of the failure. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The root cause of the alleged clip applier issue cannot be determined based on the information provided and phone support details. Tse recommended RMA of the instrument to be run through failure analysis to determine the root cause of failure however logs indicate that the medium-large clip applier was used in subsequent procedures after the event date reported in this case. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported they had an issue with the clip applier. The customer stated every time they would use the instrument, it would get stuck closed. The customer stated there were no faults or messages on screen when the issue happened. The technical support engineer (tse) reviewed the logs and found no relates issues. The customer was not using the clip applier and was not going to use another for the case as it was near completion. Tse asked if they used a second clip applier, caller said they did not. Tse recommended to return the instrument to be run through failure analysis to determine the root cause of failure. Caller will return the instrument. Tse collected case information and call ended. The procedure was completing as planned with no reported injury.